Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the total daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient was admitted to the hospital in dka, and treated intravenously with fluids, insulin and antibiotics. The patient noted he had eaten an increased amount of carbohydrates and had taken bolus doses to cover for this. Troubleshooting revealed pump settings and basal rate were correct and all total basal/bolus doses given correctly matched those programmed in the pump. It was also determined the patient had replaced the battery and the pump date/time reverted to factory settings, and were incorrect, which may have contributed to basal doses being given at the incorrect time. The patient had not reset the date and time to the correct settings. The owner¿s booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient¿s technique was incorrect by not resetting the pump date/time to the correct settings. However, as the patient allegedly suffered dka and was hospitalized after this pump issue occurred, this complaint is being reported.